Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: contaminations keep coming back - customer remains certain it's not the tubing. After inspection for daily cleaning, he found crystals around the dumpster. Now they suffer from e. Coli contamination. He has not looked while the instrument is on a run. A recurring problem of infections (also ref. (B)(4). Customer now sees splashes outside the waste container and possibly on the pipette tips. Suspected incorrect adjustment of the robot arm.

Manufacturer narrative:
H6. The complaint of "suspected contamination" was received against instrument phoenix ap material number: 448010, serial number: (B)(6) .bd remote assistance provided instructed customer to clean the instrument including rack which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6) , is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: contaminations keep coming back - customer remains certain it's not the tubing. After inspection for daily cleaning, he found crystals around the dumpster. Now they suffer from e. Coli contamination. He has not looked while the instrument is on a run. A recurring problem of infections (also ref. (B)(4)). Customer now sees splashes outside the waste container and possibly on the pipette tips. Suspected incorrect adjustment of the robot arm.